Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic due to failure in transmission using multiple remote monitors. The device interrogation revealed excessive radiofrequency (rf) telemetry usage on (B)(6) 2019. There was no rf noted. The rf was re-enabled in clinic but still transmission failed. After review of session records, rf was found to be functional but while attempting to use rf antenna, the device was not able to be located and would lose the contact. Interference issues were suspected and performing the upgrade was discussed. But clinic declined further troubleshooting and elected to use an inductive transmitter. The patient was stable.